Event description:
Information received from medtronic indicated that the customer stated that the metal piece was off on the battery cap. A replacement set will be issued. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer will continue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.